Manufacturer narrative:
H6: a device serial number was not provided in the medwatch report. As a result, section d4 (catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, section e1 initial reporter first/last name, facility, address, phone number and email address are unknown (or blank), as that information was not provided in the medwatch report. To the best of ventec's knowledge, the device involved in this event has not been returned to ventec for an evaluation. Due to the lack of information available, ventec is unable to investigate the reported issue. In the event that additional information is obtained, ventec will submit a follow-up report as defined by 21 cfr 803.56. The cause of the reported issue could not be determined.

Event description:
Ventec received a copy of a medwatch report, FDA form 3500a, which stated the following: "during bedside report when checking the ventilator settings, the screen was frozen, (reacthealth, v+pro ventilator,) therefore couldn't make changes to ventilator settings, place ventilator in standby mode, or turn off. Removed ventilator from patient and replaced with working ventilator." There was patient involvement associated with the reported event. While there were no reports of patient harm as a result of the reported issue included in the medwatch report, the reporter did select "required intervention" for outcomes attributed to adverse event (b2), and the type of event (h1) they chose was "serious injury". Additionally, the medwatch report did not provide contact information for the initial reporter. As a result, ventec is unable to reach out to the initial reporter/facility in order to obtain additional information.